Event description:
It was reported that an atypical tip split occurred. Procedure summary: a 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. A valve delivery system was advanced through the 14f isleeve introducer sheath. At the conclusion of the tavr procedure when the 14f isleeve introducer sheath was withdrawn, it was noted that the radio-opaque marker section of the sheath was split in an atypical manner. Patient status: no patient complications were reported.